Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30814096l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient (55 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cs catheter (beeat) broke through cs (marshall). Pericardial drainage was performed. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified because it was occurred at the last stage of the procedure. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow rate: 2 ml/min, high flow rate: 8 ml/min. The physician's opinions on the relationship between the event and the product is that it was caused by cs catheter (beeat/jll). No abnormalities were observed prior to use or during use of the product. The complaint product(s) will not be returned for analysis. This adverse event was discovered during use of biosense webster products. Real time graph; dashboard; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. The event occurred at the end of the procedure. This complaint will be conservatively reported as ablation was performed before tamponade was identified. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.